Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was admitted for revision of left knee, due to pain and decreased range of motion from loose component.